Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During evaluation the force sensor was found to be out of calibration. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. The force sensor was found to be out of calibration. This report is made based on results of investigation completed on (B)(4) 2011.